Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 15.8 cm was returned for analysis. Final analysis found external insulation abrasion was noted at 5.6 cm to 6.0 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.